Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The consumer reported false negative results with the binaxnow covid-19 ag self-test performed on (B)(6) 2025. The consumer tested with an unknown brand covid-19 test on (B)(6) 2025 that generated a positive result. The consumer reported having covid-19 two weeks prior. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
Correction: h11. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 898569a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 898569a, test base part number 195-430wl/ lot 898569. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 898569a showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported false negative results with the binaxnow covid-19 ag self-test performed on (B)(6) 2025. The consumer tested with an unknown brand covid-19 test on (B)(6) 2025 that generated a positive result. The consumer reported having covid-19 two weeks prior. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 898569a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 898569a, test base part number 195-430wl/ lot 898569. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 898569a showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported false negative results with the binaxnow covid-19 ag self-test performed on (B)(6) 2025. The consumer tested with an unknown brand covid-19 test on (B)(6) 2025 that generated a positive result. The consumer reported having covid-19 two weeks prior. No additional information, including treatment and outcome, was provided.